Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 250 units. Reportedly, the cartridge was filled with approximately 440 units of insulin. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.